Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: details of complaint (reported issue): noted pt IV line to be leaking at the point where low adorption IV tubing meets the air eliminating filter during etoposide infusion. Connection had been taped and tape soaked with chemotherapy. Chemo paused and tape removed, connection site assessed by writer, no cracks evident. Writer discarded filter and attached another, however leaking continued. Nursing educator to room to assess as well. Decision to change lines completely. Writer was able to prime etop from the original tubing back into the etop back into etop back to reduce med waste. Second line and filter seemed to have minimal leaking, nothing compared to first line set up. Tape at line to filter connection mildly damp with second set up. Estimated 20 min interruption in chemotherapy and estimated 10ml loss of drug (10% of total drug).

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.